Manufacturer narrative:
On february 15, 2023, the mentor failure analysis lab received the device for evaluation. Per information received with the device, following information has been updated on this form: patient's initials under field a1 have been updated to (B)(6). Patient's date of birth under field a2 has been updated to "(B)(6) 1971" since only month and year was provided it was reported that patient received catalog number 3502751bc; serial number (B)(6) on the left side, and catalog number 3502751bc; serial number (B)(6) on the right side on (B)(6), 2022 as replacements. On february 22, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant had an area of shell abrasion on the posterior view, and a tear (a) was found within it, measuring approximately 3.0 cm. In addition, an area of missing material (b) was found extended from the anterior to the posterior view, measuring approximately 3.5 cm x 2.0 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the tear (a). Regarding missing material (b), parallel striations were found in an area of (b) on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the missing material (b) could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the possible cause of the rupture (a) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with a 275cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture. As a result, the devices were explanted on an unknown date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2023, mentor became aware of the following: - lot 5886788 (right) and 5838116 (left) - procedure performed was revision breast augmentation - replacement devices used were catalog number to 3502751bc on (B)(6) 2022; field d6b has been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).